Event description:
A journal article was reviewed that contained information regarding this leadless implantable pulse generator (ipg). The article reports a patient who, during the implant procedure of a leadless ipg, became irritable and their blood pressure dropped. Metabolic acidosis ensued. The procedure was terminated due to the high probability of cardiac perforation in the patient. Cardiac tamponade occurred and a medium dose of pericardial fluid and heart compression were identified. They attempted to drain the pericardial effusion, but ultrasound failed to locate the breach. After orotracheal intubation, blood transfusion, and related medication, the patient¿s blood pressure temporarily recovered, and the patient was immediately transferred to the intensive care unit (ICU). The breach was small, and outside of the perforated ventricular wall there was pericardial tissue and thrombus. About 30 minutes after the breach was located, the patient once again fell into a coma, and their blood pressure dropped. After putting the patient under intravenous anesthesia, a small intercostal incision was made, and they performed a bedside minimally invasive repair of the right ventricular free wall perforation. The perforation was closed, and the pericardial blood clot was cleared. Two days after the surgery, transthoracic echocardiography results showed that the patient¿s cardiac function was restored. Approximately ten days later, the patient underwent a permanent transvenous pacemaker implantation. The status/disposition of the leadless ipg is unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but specific details on the patient were not provided. Patient age, gender, or weight cannot be provided due to regional privacy regulations. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: minimally invasive repair of iatrogenic right ventricular perforation guided by bedside contrast-enhanced ultrasound: a case report and literature review. Frontiers in cardiovascular medicine. 2022 oct 4; 9:986904. Doi: 10.3389/fcvm.2022.986904. Pmid: 36267631 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.